Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 of a loss of the xprezzon monitor rebooting itself while actively monitoring a patient. No injury was reported with this event.

Manufacturer narrative:
The device in question was returned to slhc. A faulty part was identified and repaired. Normal device operation was verified and the device was returned to the customer. This report is complete and this particular issue is considered closed.